Manufacturer narrative:
(B)(4). The device history review for the product dermahook 1/2 hook (B)(4), lot number 73e1500506 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the rubber bands are snapping. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Visual inspection: (B)(4) - all samples passed visual inspection with zero defects. Functional evaluation: (B)(4)- force to stretch (200% and 300%) all samples passed. Results are statistically equivalent to results achieved during design verification testing. Elongation at break tests - all samples passed. (B)(4) - force to stretch tests (200% and 300%). All samples passed. After completion of testing, we conclude that the product is performing as expected and meets all design requirements.

Event description:
Alleged event: the rubber bands are snapping. The patient's condition was reported as fine.